Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The 99% stenosed lesion being treated was located in the moderately calcified, moderately tortuous proximal to mid circumflex (cx) artery. The lesion was predilated with a 1.5x15 mm maverick balloon, two inflations were made (time and atms are unknown). The physician deployed a 2.50x20 mm taxus express2 drug eluting stent. The proximal portion of the stent was post dilated with a 2.5x12 mm quantum balloon. The stent was well apposed and there were no complications. The patient was prescribed plavix and aspirin. Two years and 3 months post the initial procedure, the patient presented with chest pain. Angiography identified an aneurysm at the ostium of the proximal cx, proximal to the previously deployed 2.50x20 mm taxus stent. The aneurysm was not treated; due to the location, the patient was not a viable surgical candidate. The aneurysm is being medically managed. Patient status reported as "stable."